Event description:
It was reported that the device had suspected premature battery depletion. The device was replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: the device did not meet expected longevity. The device was damaged during analysis and the result of the analysis was inconclusive. Without knowing the programming history of the device there is no way to determine why it did not meet its expected longevity calculation.